Manufacturer narrative:
Additional information received indicates that the patient was on a "normal" ward and the nurses "on normal ward checked condition of the patient several times/frequently during routine checks". Log file analysis suggests that battery ((B)(4)) was connected to port one (1) and cac adapter to port two (2) of the controller from 7:38 pm on (B)(6) until the last data point at 12:54 am on (B)(6). The battery had 97% capacity and there was no evidence of switching events. Controller power up event on (B)(6), 2015 at 01:45:18 indicates that the patient was without power from anywhere between 36 to 51 minutes. The "no power" alarm is only active for about 20 minutes. The door to the patient's room was closed, it was a shared room and the neighbor stated they did not "recognize" an alarm. It was stated there was nothing covering the controller. There was no autopsy performed, the devices are not expected to be returned for manufacturer analysis. Log file analysis: review date july 29, 2015, data thought: july 29, 2015. Normal power consumption with intermittent suction. 35 low flow alarms have been logged since (B)(6), 2015. The current low flow alarm limit is set to 2.5 lpm. 1 vad disconnect alarm was logged on (B)(4) on (B)(6), 2015. 1 critical battery alarm was logged on (B)(4) on (B)(6), 2015. Log analysis from email dated july 31, 2015. Patient had 3 controller power up and motor start events indicating that both power sources were disconnected from the controller. These events happened (B)(6), 2015. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-02025 and 3007042319-2015-02026) submitted for devices related to the same event.

Manufacturer narrative:
It was reported from (B)(6) by the physician that the patient was in hospital for minor vascular surgery procedure. "The procedure went well and patient was in bed for recovery on ward. During night time, while staff made a check-up visit (patient was reported as not fully orientated) and entered the room, the nurse found the patient in bed with both power sources disconnected and unconsciousness. The controller made no alarm." The nurse reconnected the power sources and the team began with CPR which was not successful. Patient expired. It was stated there was nothing covering the controller. There was no autopsy performed, the devices are not expected to be returned for manufacturer analysis. No further information available. Log file analysis: log file analysis revealed a power up and motor start event on (B)(6) 2015 at 01:45:08 and 01:45:18 respectively. The last data point logged before the loss of power occurred on (B)(6) 2015 at 00:54:17. This suggest the patient may have been without power for up to 51 minutes. The patient was connected to battery bat040838 at 97% capacity on power port 1 and a controller ac adapter on power port 2. The primary source of power was power port 2. A critical battery alarm was logged on (B)(6) 2015 at 12:01:53 and cleared at 12:02:24. The following shows the critical battery alarm in chronological order: 11:52:41 - bat040840 at 83% rsoc on power port 1(primary power source). Bat040833 at 24% rsoc on power port 2. 12:01:53 - no power source on power port 1. Bat040833 at 9% rsoc on power port 2(primary power source). 12:02:24 - bat040840 at 81% rsoc on power port 1 (primary power source). No power source on power port 2. 12:07:43 - bat040840 at 80% rsoc on power port 1(primary power source). Bat040846 at 99% rsoc on power port 2. This was an observation noted on the previous day, where a battery connected to the controller was involved in a critical battery alarm. Bat040833 went from 24% rsoc to 9% rsoc in approximately 10 minutes. The critical battery was a true alarm and was not due to a communication error. However, the discharge rate of bat040833 was highly suspicious. This was the only abnormality seen in the logs. No abnormalities of bat040838 (the battery connected to the controller during the reported loss of power) were seen during log file analysis. Con183209 DHR review: a review of the device's incoming inspection records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. The device was not returned for analysis. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a power up and motor start event on (B)(6) 2015 at 01:45:08 and 01:45:18 respectively. Logs revealed that the controller was connected to bat040838 at 97% capacity on power port 1 and a controller ac adapter on power port 2. The primary source of power was power port 2. The loss of power may have been for up to 51 minutes. An observation during log file analysis was noted for a critical battery alarm that was logged on (B)(6) 2015 where bat040833 discharged from 24% to 9% rsoc in 10 minutes. However, this battery was not connected during the loss of power and therefore is not related to the event. There were no abnormalities noted for bat040838 (battery connected during the reported event) during log file analysis. Based on the information available, and the fact that the devices were not returned, there is no evidence to suggest a device malfunction caused or contributed to the reported event. It's possible the loss of power was due to a double disconnection of both power sources. The allegations that the "no power" alarm did not sound cannot be confirmed as the controller was not returned for analysis. The devices were not returned for evaluation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the reported event. Although the circumstances leading to the double disconnect cannot be conclusively determined the user's interaction with the device is likely a contributing factor. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. A "vad stopped" alarm will activate if the pump driveline is not connected to the new controller within 10 seconds. Though the site reported that the controller alarm could not be heard, this information could not be confirmed since the devices were not returned for analysis. In addition, the site reported the patient's door was closed during the time of the reported event. No additional information was provided regarding the patient's past medical history and current clinical status other than "the patient was recovering from a minor surgical procedure". No autopsy was performed so a definitive cause of death could not be determined. The inadequate perfusion that would have resulted during the double disconnection likely contributed to the patient outcome, in combination with the patient's recent surgical procedure and related comorbidities. The root cause of the reported event cannot be conclusively determined; however, there are patient and procedural factors that may have contributed. Root cause is based on the information available, and the fact that the devices were not returned, there is no evidence to suggest a device malfunction caused or contributed to the reported event. It's possible the loss of power was due to a double disconnection of both power sources. The allegations that the "no power" alarm did not sound cannot be confirmed as the controller was not returned for analysis. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-02025 and 3007042319-2015-02026) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02025 and 3007042319-2015-02026) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by the physician, that the patient was in hospital for minor vascular surgery procedure. "The procedure went well and patient was in bed for recovery on ward. During night time, while staff made a check-up visit (patient was reported as not fully orientated) and entered the room, the nurse found the patient in bed with both power sources disconnected and unconsciousness. The controller made no alarm." The nurse reconnected the power sources and the team began with CPR which was not successful. Patient expired. After that, the staff tried to reproduce the situation and proved, that when both power sources were disconnected the no power alarm sounded for a second only. A video was taken of this and will be available soon. No further information available. Investigation is ongoing. This is report 2 of 2.